Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 7:30 pm after the end user was receiving inconsistent high blood glucose readings from her prodigy diabetes meter. The end user received two high readings of 520 mg/dl and 270 mg/dl. And didn't felt nauseous and went to the ER. Upon arrival to the ER the end user's blood glucose was 234 mg/dl. No additional testing or medication were administered. After being at the ER for less than an hour the end user was discharged. No additional information was provided in relations to this medical event.